Event description:
At 9 am rptr took test in her left arm. The machine was too tight and her arm hurt for the next 3 months. Her arm is cold all the time, some times it is numb and she is not able to lift like before the event. Left hand is also cold. Rptr applies heat, rubs and exercises her left arm to help get relief. Rptr feels event has affected all of her work. She does not take any medication and has not gone to a doctor. (*)